Event description:
(B)(4). Same case as MDR# 2134265-2013-00709, 2134265-2013-00710, and 2134265-2013-00732. It was reported that during a stenting treatment procedure, a vessel dissection occurred. In august 2012, the patient presented with unstable angina (braunwald class iib) as well as silent ischemia, and was referred for cardiac catheterization. A 0.014 pt2 185cm guide wire was introduced. The first 80% stenosed, 12 x 3.0mm, target lesion was a de novo, bifurcated lesion located in the mid left anterior descending artery (lad) extending to the proximal lad. The first target lesion was treated with pre-dilatation. During the balloon angioplasty, a guide wire trauma was noted in the lad with acute closure (no flow) along with a grade f dissection which resulted in chest pain and transient hypotension. The issues were resolved with a 2.5mm balloon inflation and placement of two promus element plus stents, 2.50 x 16 mm and 3.0 x 20 mm, with 0% residual stenosis. After the stents were deployed, there was a spasm noted just distal to the mid vessel stent in the lad which was crossed again with the 2.5mm balloon with excellent results. The second, 90% stenosed, 8 x2.5mm target lesion was a de novo, bifurcated lesion located in the ramus. The second target lesion was treated with the placement of a 2.50 x 12 mm promus element plus stent with 0% stenosis. During this procedure a stent strut obstruction was noted in the circumflex proper, the side branch was covered by the stent into the intermediate branch. The obstruction was crossed and ballooned with 2.5 x 8 mm balloon with excellent results. The patient recovered the same day and the event was considered resolved. Two days later, the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).